Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'air in line' was not reproduced. A review of the event history log identified air in line alarms however the log cannot be used to distinguish between true and false alarms. The evidence of the alarm in the log is not used to confirm the issue. The reported condition was not verified. No component was identified for causality and no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred before use. There was no patient involvement. No additional information is available.